Manufacturer narrative:
The investigative worksheet stated that an 8mml 3.75mmd implant was placed in the #6 area of the maxilla on 3/13/96. The implant failed to osseointegrate and was removed on 6/26/96. The periapical radiograph dated 1/13/96 showed an 8mml 3.75mmd implant in the #6 area of the maxilla. After studying the x-ray and reviewing report, co finds no apparent factors that would have prevented this dental implant from maintaing osseointegration. External and systemic causes leading to implant failure are reported in the dental literature, but they go beyond the foucs of this investigation.

Event description:
Dental implant failed.